Event description:
Additional information was received on (B)(6) 2012. The second injection gold probe device that was used to complete the procedure was used with the same generator as the first device. No adaptor cord was used during this procedure.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the injection gold probe failed to generate heat; no electrical current was conducted through the device. The device was withdrawn from the patient, and then the procedure was completed with another injection gold probe. No visible device damage was reported. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.